Event description:
The customer had an on-going problem involving creatinine quality control since (B)(6) 2011 on their cobas 6000 c501 module (serial number (B)(4)). The customer received questionable creatinine results for 12 patient samples and corrected reports were sent for these patients. The customer provided discrepant results for one patient sample. The initial creatinine result was 1.41 mg/dl and was reported outside the laboratory. The sample was repeated and recovered 0.9 mg/dl and a corrected report was sent (B)(6) 2011. The sample was repeated again on another cobas 6000 c501 analyzer which recovered 1.41 mg/dl. A second corrected report was sent (B)(6) 2011. The customer believed the 1.41 mg/dl creatinine result to be correct. The patient was not adversely affected due to the event. The customer determined there was a hole in the rinse mechanism tubing. Upon evaluation of the analyzer, the field service representative identified the worn tubing and replaced the tubing. He performed a creatinine precision test which was within specification.